Manufacturer narrative:
As no further information concerning this report has been received, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this system, sought medical assistance due to a syncopal event. Interrogation confirmed high out of range right ventricular (rv) shock and pace impedance measurements, as well as loss of rv capture. Additionally, loss of left ventricular (lv) capture was also noted. It was further stated this was resolved when reprogramming to eliminate the rv ring from the sensing configuration was attempted. Furthermore, no noise episodes were noted. The physician reprogrammed the system and hospitalized the patient pending resolution. Engineering reviewed system data, reporting no evidence of a device issue thus the observations were most likely related to a rv lead conductor and/or connection anomaly. All attempts to obtain concluding case information, have been unsuccessful. To date, information is suggestive this product remains implanted and in service.